Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382523 and lot number 5191516. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
We have had several instances where the needle is not retracting. When attempting to place an IV, the needle retract button would not work. The needle did not retract, and the entire system was removed. Catheter also removed with needle. We opened a few more cath¿s with the same lot number, all were not retracting appropriately. Customer response 2/10/2026: event date: 29-01-2026 no patient harm. IV catheter not used due to it being bent at the tip. Did the user break the seal before the IV insertion attempt? Yes, the seal was broken.